Event description:
The pt reported he has experienced pain and soreness at the ipg site since it was implanted. The pt was advised to consult with his physician regarding the issue. Surgical intervention was undertaken on (B)(6) 2014, to reposition the pt's lead (ref. MFR report: 1627487-2014-12102). The pt did not indicate he was experiencing pain at the ipg site at the time the lead was repositioned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.